Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a loose drive support disk. The insulin pump also had a missing end cap sticker.